Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and a varipulse¿ bi-directional catheter and the patient experienced superior mesenteric artery occlusion that required thrombectomy and hospitalization. The patient had a superior mesenteric artery (sma) occlusion three days post procedure. The patient went to a different hospital due to severe stomach pain and was admitted to the ir (interventional radiology). A thrombectomy was provided for the patient. They were informed that sometime after the thrombectomy, the patient developed low grade fevers and rising white blood cell count. It was unknown how the injury was confirmed. The caller stated that the patient's last known status was stable and doing well. It was also reported that the patient had thrombus at the base of the appendage, but was not informed on the size of the thrombus. The physician noted that during their case, the act was documented at 330 during the procedure. The adverse event was assessed as MDR reportable under both qdot micro catheter and a varipulse¿ bi-directional catheter.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).